Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tip of the stapler broke while cutting the tissue during laparoscopic procedure. Another stapler was opened to complete the case. There was no patient injury.